Event description:
It was reported that the patient experienced symptoms of tingling sensation in her right leg upon walking; stimulation therapy was turned off approximately 2 to 3 years ago. The patient checked the system with the patient programmer; she discovered the pulse generator was turned on and stimulation therapy was not reaching the target area in her back. The patient reported new pain symptoms located in the shoulder area and was re-directed to follow-up with the hcp. Additional information has been requested from the physician, but was not available as of the date of this report.